Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, and the image was green. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was green (accompanied by stripes). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the laparoscope displayed green stripes on the image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video cable was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.